Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The right ventricular (rv) lead was far p-wave oversensing and the patient received inappropriate atp and hv therapy. An x-ray was performed and the rv lead was found to be dislodged. The patient experienced discomfort. The rv lead was explanted and replaced. The patient was stable throughout procedure.